Manufacturer narrative:
B3. Date of event: year of event was provided, but day and month are unknown. Investigation summary: the affected device was returned for evaluation. Customer complaint of, ¿damaged battery compartment¿, confirmed through visual inspection. Battery compartment has broken plastic above the battery stabilizers. Replaced battery compartment and all components within. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, battery door contacts are corroded. Replaced battery door. Lcd lens is heavily scratched. Replaced lcd lens. Uso (upstream occlusion) seal is buckling. Replaced uso seal. Dso (downstream occlusion) seal is delaminated. Replaced dso seal. Led flex cable lights are dim and barely visible. Replaced led flex cable. Performed dso/uso sensor calibration. Performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device had a damaged battery compartment. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: uso (upstream occlusion) seal buckling. Dso (downstream occlusion) seal delaminated.